Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets cannula kinked events on (B)(6) 2024. All the events occurred within 3 hours of insertion and the insertion site was at abdomen. The blood glucose level at the time of all events was 300 mg/dl and the patient resolved all the events by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.